Event description:
The customer reported that this defibrillator would not stay on. Multiple outlets and cables were tried. The ac power led was flickering.

Manufacturer narrative:
The customer reported that this defibrillator would not stay on. Multiple outlets and cables were tried. The ac power led was flickering which alerts the user that the device is not receiving ac power. The device was evaluated at philips, and the symptom was confirmed. Replacement of the power supply resolved the issue. Note that this type of power supply failure results in a failure to power up via ac power and in turn an inability to charge the battery. The device is functional when used with a charged battery.